Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Due to low vault with rotation the lens removed and replaced intraoperatively with a longer length lens. This resolved the problem. Cause of the event was reported as unknown.

Manufacturer narrative:
E1 - name and address: USA corrected to thailand. Claim #(B)(4).